Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a noisy fan was confirmed and it was additionally noted that there were errors in the software history, the power cord bay was broken and the stylus was not working. The power cord bay, stylus and cooling fan were replaced, the touch screen was calibrated, new software was installed, the device was cleaned and it passed all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.